Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod on their leg between 5 and 24 hours. The patient¿s mother reported that the patient developed high ketones of 3.8 and high bg levels and was taken to urgent care at (B)(6) on (B)(6) 2026. The patient was treated with an insulin drip and fluids. The hospital staff removed the pod and later observed the cannula was bent. The pod is not available for return as it was discarded by the hospital. The patient was discharged on (B)(6) 2026.